Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). According to the complainant, the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex biliary rx uncovered stent was to be used to treat a 3cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed; however, the stent moved deeper into the duct immediately after the scope was removed. Reportedly, the stent remains implanted because in the physician's assessment removing the stent may have complicated the procedure. A different stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. An x-ray photograph of the device provided by the complainant shows a second successfully implanted stent below the mispositioned stent.